Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted on (B)(6) 2013. All screws except one (of 6) are eased (moved), date of discovery unknown. At the change of the plate on (B)(6) 2013 all screws could be easily removed. This is 3 of 6 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Product development evaluation was conducted. The report indicates that the plate appears to be bent in accordance to contouring suggesting in the technique guide cslp (036.000.062). No obvious signs of damage on the plate or screws. A handling test was performed with 03.610.602 (screw driver for quick lock screws) and 03.610.601 (screw driver for locking of quick lock screws) in a banana block (B)(4). All screws appear to lock to the plate as intended, when tightened to ¿finger tight¿. Given that the construct appears to lock as intended and there were no obvious signs of failure, this is indicative of user technique as the failure.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The x-rays were sent for review, results as follows: three (3) lateral x-rays reviewed; two (2) are dated (B)(6) 2013 and one (1) is dated (B)(6) 2013. No changes from the image taken on (B)(6) till the image taken on (B)(6) are apparent at present. The inability to assess the image is attributable to the poor quality of the x-ray. The ap image taken on 3.6.13 shows a 2 level construct, off midline. The construct appears to be intact in all 4 images.